Manufacturer narrative:
The universal surgical manipulator (usm4) involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci assisted surgical procedure, the instrument did not work on universal surgical manipulator (usm4) of patient side cart (psc). When the customer called in, there were no instruments installed on usm4. An intuitive surgical inc., (isi) technical support engineer (tse) advised customer to install an instrument on usm4 but, the surgeon said that he felt a resistance on insertion axis. Therefore, customer advised to check the drape and cannula seal but, customer did not report any problems on it. In the end, they decided to perform the procedure using three usms. Tse asked customer to reboot when the system checks are completed. The procedure was completing as planned with no reported injury.